Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/16/2024 it was reported by a sales representative via email that an ar-3633sp fibertak sp pulled out of the bone. The patient was not affected, and the case was not delayed. This was discovered during a procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 9/6/2024: this was discovered during an rcr procedure on (B)(6) 2024. Nothing broke in the patient. The case was completed with the same ar-3633sp fibertak sp anchor.